Manufacturer narrative:
The reported events of noise, over sensing that lead to pacing inhibition were confirmed. Final analysis found that the insulation was abraded at 14.5cm to 14.9cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-17916. It was reported that the right ventricular and right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. Multiple episodes of automatic mode switch and high ventricular rate were noted. The leads were explanted and replaced. The patient was in stable condition.